Manufacturer narrative:
The patient remains ongoing on vad support. No product was returned for analysis.a direct correlation between the device and the reported event could not be conclusively determined through this evaluation. In addition, the submitted system controller and lvad log files appeared to capture the system operating as intended. The instructions for use (IFU) lists hemolysis and thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, thromboembolism is listed as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also contains information regarding recommended anticoagulation therapy and inr range. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was told to go to the local emergency hospital department on (B)(6) 2018 due to elevated lactate dehydrogenase (ldh) from a lab result. Upon admission, the ldh was approximately 612 u/l and the inr was subtherapeutic at 1.56. The patient was then transferred to the lvad implanting center where the patient inr was 1.5 and ldh of 600 u/l. Haptoglobin was at normal level. A heparin drip was initiated. There was no alarms upon interrogation of the device.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 month, 8 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted on heparin with low inr and high ldh and assessed for pump thrombosis. On admission, the patient had a complaint of chest pain. The manufacturer's technical service representative reviewed the submitted log file and found a low flow event on (B)(6) 2018 that did not stay below the 2.5 lpm threshold long enough to trigger an audible alarm. Echocardiogram (echo) was performed on (B)(6) 2018 and was unremarkable. The patient was discharged home on with "wafarin" and "asparin".